Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance on the high voltage portion of the lead and low impedance on the right ventricular coil. The lead is still in use. No patient complications have been reported as a result of this event.